Event description:
C4-c6 instrumentation was done with slim loc for cervical spondylotic myelopathy. Follow up eight days later found through x-ray that the screws were backed out. A revision procedure was performed. As surgical intervention occurred an MDR is being filed to document this event. Device 2 of 3. See also 1526439-2008-00075, 1526439-2008-00077.

Manufacturer narrative:
Devices have not yet been returned for eval. According to the doctor, the pt did sit-ups just after the surgery, which might have made the grafted bone move. It was reported that not only did the screw backed out, but that the plate migrated as well. Based on this info it appears that the problem was related to pt non-compliance following surgery. If the devices are returned an eval shall be completed.